Event description:
It was intended to use an integrity 3.00 x 30 mm rx bare metal stent to treat a patient. However, it was reported that the stent was deformed, with struts sticking out. Another integrity rx bare metal stent of the same size was used to complete the procedure. No patient complications are reported.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (stent deformation): no results available since no evaluation performed (device or procedural images not returned for evaluation): other (root cause could not be determined) evaluation codes, conclusions inherent risk of procedure (stent deformation) unable to confirm complaint (device not returned for evaluation): other (root cause could not be determined) (B)(4).